Event description:
When pt was discharged from hosp, the physical therapy dept gave pt device to use. Pt went to pay a bill and had to use restroom at a gas station and opened the walker to use and the lock system broke. Pt was admitted to the hosp in 1998 and a left below knee amputation was performed. Pt was subsequently discharged using a walker, and at home the walker broke and pt fell jamming below knee amputation on the ground and tearing open the wound. Pt is a diabetic and has problems with wound healing. Dr saw him again and pt was readmitted to the hosp for treatment of infected wound. Since that time the wound has healed. Pt is now getting around with a below knee prosthesis.